Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose over 700 mg/dl with nausea, shortness of breath, chest pain, large ketones and dizziness associated with a call service alarm (cs 064) issue. Reportedly, the patient discontinued the insulin pump and was treated in the emergency room with insulin via injection and IV fluids and oral carbohydrates as needed. During troubleshooting with customer technical support (cts), it was revealed that the patient changed both the cartridge and infusion set and attempted to complete a rewind, load, prime sequence and was unable to. The pump emitted a cs 064 alarm during the prime step each time. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a call service alarm issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/29/2016 with the following findings:. The black box show an cs-064-0001 alarm associated with high force due occlusion during prime on (B)(6) 2016 at 06:58; deliveries resumed at 07:13. An occlusion alarm with high force was recorded on (B)(6) 2016 at 07:37 & 08:40; deliveries resumed at 14:43 several other occlusion alarm with high force were recorded at 16:00; 16:05,16:08 an cs-064-0001 alarm associated with high force due occlusion during prime on (B)(6) 2016 16:09; deliveries resumed at (B)(6) 2016 10:00. Pump was exercised for 24hrs; no call service or alarms were duplicated during this time period.. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no intermittent conditions found on motor flex. No evidence or internal moisture or damage was observed. Battery compartment is cracked below the bumper pad. Base crack observed between case seal and keypad.